Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial lead was dislodged and failed to capture evident via ecgm on merlin programmer and via fluoroscopy view during the revision. The lead was explanted and replaced. The patient was stable.